Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during investigation, the unresponsive ok button on the keypad was unable to be confirmed. The keypad was removed and there was no damage to the keypad connector or the keypad flex cable. The keypad connector latch was found to be secure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.